Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: round distention balloon burst while being inflated by surgeon in lap inguinal hernia repair. Surgeon had inflated approx 20 pumps and then heard a popping noise, noticed balloon had burst. Balloon was removed from pt and another balloon opened to perform dissection.